Event description:
While pushing bendamustine (chemotherapy) into the IV bag using the bag spike, the cytotoxic drug poured out of the blue port on the bag spike before entering the IV bag. The leak occurred between where the blue port is sealed onto the bag spike.